Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to upgrade her insulin pump and reported that it was slow to rewind, requiring frequent battery changes, and the no delivery alert was not working as she had found a kinked infusion set cannula and did not receive an alert. Customer further reported two of the buttons were sticking. Customer declined to be transferred for troubleshooting and further assistance.